Event description:
It was reported that the patient presented for device upgrade. During the procedure, fluoroscopy revealed that the right atrial lead had become detached from the atrial appendage. An attempt was made to reposition the lead, however the physician suspected that the helix was damaged. The lead was explanted and replaced. The patient was in stable condition.